Manufacturer narrative:
B3: date of event is estimated. A4: patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient did not receive effective therapy with the scs system. Both patient's leads had high and low impedances which prevented patient from entering MRI mode. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issues.